Event description:
It was reported that during reprocessing the colonovideoscope exhibited foreign material from the nozzle, plastic distal end cover, bending section cover, connecting tube, switch box, switch one, universal cord, right/left knob and up/down knob. Additionally adhesive around objective lens and light guide lens had foreign objects. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in olympus cf type q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in olympus cf type q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.